Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that approximately two minutes after inserting the intra-aortic balloon (iab) blood was seen in the tubing. The iab was removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the interior and exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing approximately 54.4cm from iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production ((B)(4)) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis ((B)(4)) - the review of the historical data was performed. Trend analysis ((B)(4)) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4)